Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair via totally extraperitoneal approach, while being applied during the insertion, the valve seal disengage and the side port of the balloon fell apart. However, when they were trying to inflate 30-40 pumps the dissection balloon would not hold air and inflate properly. There was no patient injury.